Event description:
New information received indicates that the device was explanted and replaced. The patient is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device reached eri via merlin.net transmission. Sudden battery drop was noted within couple of month. The patient is scheduled for device replacement. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current. The high current was traced to an anomalous rf module.